Event description:
It was reported that this patient presented to the emergency room (ER). No patient symptoms were reported. The ER healthcare provider (hcp) contacted boston scientific technical services (ts) to review implantable cardioverter defibrillator (ICD) device data. Ts noted there were approximately 230 ventricular episodes recorded by the device over the last two days. Ts indicated the episodes reviewed appear to be mostly ventricular tachycardia (vt) arrhythmia. Ts discussed that further review was recommended by a physician as there were several episodes in which anti-tachycardia pacing (atp) therapy was delivered by the device but did not convert the rhythm. Ts also described several specific episodes in which atp and device shocks were delivered which successfully converted the rhythm as well as an episode in which device therapy was not delivered likely because the patients heart rate was going in and out of the programmed device therapy zone. It was noted that the rhythm was still observed but below the programmed device therapy zone. In addition to providing this information to the ER hcp, ts also emailed the supporting boston scientific field representatives, who indicated the information was also forwarded on to the patients following physician. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room (ER). No patient symptoms were reported. The ER healthcare provider (hcp) contacted boston scientific technical services (ts) to review implantable cardioverter defibrillator (ICD) device data. Ts noted there were approximately 230 ventricular episodes recorded by the device over the last two days. Ts indicated the episodes reviewed appear to be mostly ventricular tachycardia (vt) arrhythmia. Ts discussed that further review was recommended by a physician as there were several episodes in which anti-tachycardia pacing (atp) therapy was delivered by the device but did not convert the rhythm. Ts also described several specific episodes in which atp and device shocks were delivered which successfully converted the rhythm as well as an episode in which device therapy was not delivered likely because the patients heart rate was going in and out of the programmed device therapy zone. It was noted that the rhythm was still observed but below the programmed device therapy zone. In addition to providing this information to the ER hcp, ts also emailed the supporting boston scientific field representatives, who indicated the information was also forwarded on to the patients following physician. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this patient again received multiple rounds atp therapy followed by a 31 joule device shock for a vt arrhythmia more than a year later. The device shock successfully converted the arrhythmia and the episode ended. The hcp contacted ts to review the stored episode. Ts assessment indicated the rhythm looked like vt that decompensated into fine ventricular fibrillation (vf) of very small amplitude, which resulted in some possible undersensing at times. Ts noted that the device functioned as programmed. Ts provided guidance to the hcp to potentially adjust the programmed vt-1 therapy zone duration to shorter than 60 seconds so the patient is not in vt as long before device therapy is provided going forward. The device remains in-service. No patient symptoms or adverse patient effects were reported.